Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi" results. Customer states that he feels dry mouth, dizziness and excessive urination, and denies the need for medical attention. The customer's expected blood results are 150-330mg/dl fasting. Verified test strips expire 06/15/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with hi. No adverse event reported.